Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was evaluated by an authorized service provider (asp) where the reported issues of it being unable to maintain peep (positive end expiratory pressure) and that its exhaled tidal volume (vte) would not hold, which could result in low vte, was confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issues to be the ift.

Event description:
An authorized service provider (asp) contacted ventec to report that the device was unable to maintain peep (positive end expiratory pressure) and that its exhaled tidal volume (vte) level would not hold, which could result in low vte. There were no reports of patient involvement associated with the reported event.